Event description:
Complainant had a total of 8 pedicle screws implanted to stabilize spinal column after traumatic injury to her back following a severe car accident in 2/94. Now 2 of the screws need to be removed because they have broken.